Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic endoscopic lobectomy procedure, while on azygous vein closure, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. It was replaced by another product to complete the case. There was no patient injury.